Event description:
It was reported that the rotawire became stuck with the burr. A 2.00mm rotalink plus and a rotawire were selected for use. During the procedure, a 1.50mm rotaburr was used successfully for ablation and a 2.00mm rotaburr was used after. However, during the ablation, it was noted that the rotawire became stuck with the burr. Also, the burr could not be moved forward and backward. The burr was removed together with the rotawire. The procedure was completed with this device. No patient complications were reported.

Event description:
It was reported that the rotawire became stuck with the burr. A 2.00mm rotalink plus and a rotawire were selected for use. During the procedure, a 1.50mm rotaburr was used successfully for ablation and a 2.00mm rotaburr was used after. However, during the ablation, it was noted that the rotawire became stuck with the burr. Also, the burr could not be moved forward and backward. The burr was removed together with the rotawire. The procedure was completed with this device. No patient complications were reported. Device evaluated by MFR.: the device was returned for evaluation. A visual inspection noted that the device presents its proximal distal severely kinked and some kinks are noticed along the wire. No other issues were noted.